Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not stay in standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not stay in standby mode when prompted and returns to normal ventilation. During troubleshooting, the customer reported that the average air reading in pneumatics was -1.6 liters per minute (lpm), when set to zero; the rse noted that this was considered out of specification. The customer reported that the air inlet filter was fairly clean. The rse advised the customer to perform flow sensor zero calibration, if the device passes, but problem persists, the flow sensor assembly would need to be replaced. A follow up was performed with the customer, and it was reported that a recalibration of the air and oxygen flow sensors to zero was performed. It was reported that the recalibration resolved the issue, and the device was returned to service.